Event description:
It was reported that the right ventricular (rv) lead exhibited r-wave undersensing, high thresholds, high impedance and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).